Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced vomiting, nausea, diabetic ketoacidosis and high blood glucose level reported to be over 500 mg/dl as he was not getting insulin from the infusion set. He tried to bolus via the pump but his blood glucose level was still going up. When he removed the infusion set, the cannula was stuck on the base of the infusion set and was found to be bent. Subsequently, the patient went to the intensive care unit. The site location was patient's thigh and the bent cannula occurred a day before hospitalization. The infusion set had been in use for one day. He stayed in the hospital for three days and his blood glucose level at the time of this report was 131 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.